Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was cracked, and there was moisture inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: the battery compartment was cracked. The leak test failed due to a battery compartment leak. The pump was opened and moisture was found on the internal components of the pump. Unrelated to the initial complaint, display screen was dim and discolored. Also unrelated, the up and down arrow keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under the keypad button contacts. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.